Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Ultimately, the customer reverted to an alternate method of insulin delivery. Customers blood glucose was 154 mg/dl.